Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the rca. Approx 22 months post index procedure the patient suffered subarachnoid hemorrhage. The patient was treated with a change in medication. The patient recovered. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as not related to the index device but possibly related to anti-platelet medication.